Event description:
Health care professional reported a right side exchange from textured to smooth due to concern with the product and capsular contracture "baker iii". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported a right side exchange from textured to smooth due to concern with the product and capsular contracture "baker iii". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: weight to the spec, deformation, voids, wear abrasion, white particle in the device . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.